Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that two 6/7f mynxgrip vascular closure device (vcd) the device was pulled out of the body while the balloon was still inflated and before the sealant was deployed. There was no reported patient injury. It is unknown if the product is available for analysis. The deployer is trained on the mynx devices

Manufacturer narrative:
Complaint conclusion: it was reported that two 6/7f mynxgrip vascular closure devices (vcd) were pulled out of the body while the balloon was still inflated and before the sealant was deployed. There was no reported patient injury. The deployer is trained on the mynx devices. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.

Event description:
It was reported that two 6/7f mynxgrip vascular closure devices (vcd) were pulled out of the body while the balloon was still inflated and before the sealant was deployed. There was no reported patient injury. The deployer is trained on the mynx devices.